Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in a clinic follow up post paced t wave oversensing (pptwos) was observed. The physician reprogrammed the implantable cardioverter defibrillator (ICD), which eliminated the pptwos. The patient was in stable condition.